Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while in the low volume position. The device was returned to the biomedical engineering department with an unsigned note that said "no beep". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while in the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.